Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultramini meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on the same day at 10:02 am. She also mentioned that she had the "shakes" after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient had obtained results of 339 mg/dl, 278 mg/dl, and 131 mg/dl on the subject meter (these results were verified in the meter's memory). The patient was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. A control solution test was performed and the result was within range. This complaint is being reported because the patient experienced symptom suggestive of low blood glucose after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.